Event description:
I had a full hip replacement that was done (B)(6) 2021. Eight to nine months after the implants were placed inside my body, I began experiencing serious pain that has only gotten worse due to numerous factors that are a result of the surgery. I have particle disease, tissue damage, a large spread-out subchondral cyst that was found originally in 2019. No one ever spoke with me about the cyst. The orthosurgeon put the implant either on the top of, or close to, the cyst. It was exposed from a CT scan done (B)(6) 2022 being the same cyst from 2019. I just recently learn of all this within the last year. Learning the implant is faulty from a batch of recalled hip implants from 2010-present. I have all the documents! I have almost all my test results, doctors notes, summary reports, manufacturers information etc. As of this date, I am now dealing with chronic dehiscence, cortical breakthroughs with portions involving my pelvis. The implant has continued to push through my pelvis. Hardware fracture and loosening that has now created way more pain. Having to use a wheelchair not to damage it more. No one is communicating any of this stuff with each other. All doc's, n.p.s (nurse practioners), nurse, h.a.s.'s scom's (special operations surgical teams) / surgeons. Log number: (B)(4). Hecc: 1994, 1800, 4559, 1924, 1154. Dpc: 1420, 1260, 4002, 4003. Ref reports: mw5186368, mw5186370, mw5186371.